Manufacturer narrative:
Analysis: the v12 covered stent delivery system was not provided for evaluation. The case was an endovascular kissing stent procedure. The details provided with the initial complaint were that the balloon was deflated for 2 full minutes prior to attempting to pull the balloon back through the introducer sheath. As difficulty was experienced pulling the balloon back through the sheath the physician then partially re-inflated and deflated the balloon to see if the balloon would re-fold itself in a manner that would allow the balloon to come back through the sheath. The physician was ultimately unable to withdraw the balloon entirely back through the sheath. The physician was able to remove the entire device along with the sheath as a unit. Without the advanta v12 in question or the introducer sheath used in the case atrium medical corporation cannot confirm the case. There is a possibility that the balloon had ruptured after the deployment of the stent. As no fluoroscopic images from the case were received this cannot be confirmed. If the balloon had ruptured on a calcified lesion it would explain why the balloon after 2 minutes would not come back through the sheath as fluid would not able to be evacuated from the balloon completely. There is also a possibility that the introducer sheath used during the case had been damaged during the procedure preventing the balloon from coming back through the sheath. In some case upon withdrawal the distal tip of the introducer sheath can prolapse inward making the orifice much smaller. This again cannot be confirmed without the sheath used in the case. Multiple attempts were made to obtain more detailed information regarding the event without any success. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing as detailed above. Distal tip tensile testing. Catheter leak check during the lot qualification testing the stents of 20 catheters are placed through a 7fr introducer sheath, the stent deployed and the deflated balloon withdrawn back through the introducer sheath. None of the devices from this production lot of catheters were unable to be withdrawn back through the sheath. A review of the balloon burst test data from the lot qualification testing also shows that the minimum burst value seen out of 20 samples tested was 19.56 atm. The rated burst pressure of the device is question is 12atm as indicated on the product label. A review of the inflation lumen skive dimensions both proximal and distal were also reviewed to ensure all dimensions recorded were within specification. All dimensions when reviewed were within specification. The inflation skive are responsible for allowing fluid flow through the catheter and into the balloon. Being that the stent was properly deployed it is likely that the skive holes were all patent. Conclusion: based on the investigation atrium medical corporation cannot conclude that the device was faulty. It is possible that the balloon was damaged preventing the balloon from fully deflated prior to withdrawing back into the introducer sheath. It is also possible that the sheath had been damaged during the procedure preventing the balloon from coming back through the sheath. Without the device in question or images from the case atrium medical corporation cannot confirm the complaint.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that after implanting two stents in a kissing stent procedure, the physician had difficulty withdrawing one of the balloons back into the 7fr sheath the deflation time was about 2 minutes and he inflated and deflated a couple of times to see if the balloon would rewrap differently. He was able to bring approximately 3/4 of the balloon back into the sheath and removed the balloon and sheath together.